Manufacturer narrative:
The technician found that the left head side rail center arm was broken and would not allow the side rail to be raised and latched in the up position. The technician stated that the cause of the side rail center arm breaking was most likely due to the side rail getting caught on something during transport or operation. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Make sure the head and intermediate side rails are not bent or twisted. Make sure the side rails lock correctly in the high position and you hear the latch click. Gently pull on each side rail to make sure it latched correctly. If the side rail is difficult to latch, make sure the latch components are clean and look for obstructions. Release each side rail from the up position, and let it fall freely. The side rail should lower slowly and smoothly. Remove the center arm cover, and examined the cable routine for pinching, binding, or damage. Make sure the latch mechanism of each side rail is in good condition. Remove the side rail cover, and make sure the mounting screws are fully installed. Make sure all functions on the caregiver control work correctly. Repair or replace the side rails as necessary. A search of the hill-rom maintenance records showed hill-rom performed annual preventative maintenance on this bed from 2009 to 2014. It is unk if the facility performs any other preventative maintenance on this bed. The technician replaced the left head side rail center arm assembly to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the left head side rail is broken. The bed was located in engineering at the facility. There was no pt/user injury reported. (B)(4).